Event description:
It was reported that a spectrum iq infusion pump over infused normal saline during delivery in gbg 6 sp ICU department. The nurse reported that after administering a secondary normal saline (ns) bolus of 182 ml over 15 minutes, the infusion was switched back to the primary line. At that point, the rn observed that the 500 ml primary ns bag had completely emptied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.